Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic discomfort and blurry vision. Previously administered products included for contraception: depo provera in (B)(6) 2012. Concurrent conditions included vulvovaginitis trichomonal. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), the first episode of dyspareunia ("dyspareunia"), alopecia ("hair loss"), the first episode of allergy to metals ("allergic reactions associated with nickel allergy / unspecified reaction to essure"), migraine ("migraines") and vulvovaginal candidiasis ("vaginal candidiasis"). In (B)(6) 2015, the patient experienced the second episode of dyspareunia ("dyspareunia"). On (B)(6) 2016, 3 years after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), weight increased ("weight gain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced the second episode of allergy to metals ("nickel allergy") and bacterial vaginosis ("bacterial vaginosis"). In 2016, the patient experienced rash ("rashes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the weight increased had resolved. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, alopecia, migraine, vaginal haemorrhage, menorrhagia, the last episode of allergy to metals, the last episode of dyspareunia, bacterial vaginosis, the last episode of abdominal pain, rash and vulvovaginal candidiasis outcome was unknown. The reporter considered alopecia, bacterial vaginosis, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of dyspareunia, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.934 kgs. On (B)(6) 2015, transabdominal and transvaginal pelvic ultrasound impression: tui3al ligation clips are seen, otherwise unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following one were reported via medical records confirming events rash on skin. Nickel allergy, pelvic pain. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received : event vaginal candidiasis added. Event unspecified reaction to essure clubbed with event nickel allergy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic discomfort and blurry vision. Previously administered products included for contraception: depo provera in november 2012. Concurrent conditions included vulvovaginitis trichomonal. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), the first episode of dyspareunia ("dyspareunia"), alopecia ("hair loss"), the first episode of allergy to metals ("allergic reactions associated with nickel allergy") and migraine ("migraines"). In february 2015, the patient experienced the second episode of dyspareunia ("dyspareunia"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), weight increased ("weight gain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced the second episode of allergy to metals ("nickel allergy ") and bacterial vaginosis ("bacterial vaginosis"). In 2016, the patient experienced rash ("rashes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the weight increased had resolved. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, alopecia, migraine, vaginal haemorrhage, menorrhagia, the last episode of allergy to metals, the last episode of dyspareunia, bacterial vaginosis, the last episode of abdominal pain and rash outcome was unknown. The reporter considered alopecia, bacterial vaginosis, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of dyspareunia, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.934 kgs. (B)(6) 2015, transabdominal and transvaginal pelvic ultrasound impression: tui3al ligation clips are seen, otherwise unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following one were reported via medical records confirming events rash on skin. Nickel allergy, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient demographics, essure removal date (B)(6) 2016, events ( abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, rashes or skin conditions type:, nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain,nickel allergy) were added. On (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication were added. Case became medically confirmed..(follow-up 1,2 and 3 processed together) on (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication were added..(follow-up 1,2 and 3 processed together) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), allergy to metals ("allergic reactions associated with nickel allergy") and migraine ("migraines"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, alopecia, allergy to metals and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.